Event description:
Patient had experienced withdrawal. It was further added that the pump had been explanted. Reporter indicated that "either the medications ran out early or someone calculated the refill date incorrectly" which led to the patient being hospitalized. The decision was then made to explant the pump. The event was noted to have occurred in (B)(6) 2008. The catheter was not explanted. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
(B)(4).